Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:during a visual inspection of the pump, the keypad was observed to be worn, however undamaged. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.